Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer contacted da vinci surgery technical assistance team (dvstat) and reported that error 48245 occurred after the customer tried to turn on the lamp module. Due to the lamp not being able to be ignited, the customer decided to use a third-party illuminator to complete the procedure. The customer could not help with checking the lamp hour or other troubleshooting. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reproduced the reported issue and replaced the illuminator due to error 48245. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The illuminator was returned for failure analysis, and the error was confirmed and replicated. In system log, errors 48245 and 48244 were found indicating failure occurred in the field. Upon visual inspection, no issue was found related to the reported complaint. The unit was then installed and programmed onto the golden system, where the reported failure was replicated. The complaint was confirmed based on field evaluation and failure analysis. Failure analysis was able to conclude that the failure of the illuminator was found to be the root cause of the reported complaint.